Event description:
During a surgical wrist procedure, the surgeon struggled to insert the suture into the loop. The surgeon felt the loop was too short to reach the end of the spinal needles shaft therefore, experiencing a delay of 45 minutes. Surgeon completed the procedure using a loop from another kit. No pt injury or complications were reported.